Event description:
It was reported that the device was alarming "fill reservoir", when it the reservoir was full. Patient involvement is unknown.

Manufacturer narrative:
Date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Email is: (B)(6). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the enclosure had multiple scratches and the quick connect was corroded. Functional testing found the issue could not be duplicated or confirmed. No fault was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced enclosure, quick connect, membrane switch, o-rings and reservoir gasket. Performed preventative maintenance and calibration. Device passed functional testing after the completed repairs.